Manufacturer narrative:
It was reported that the patient experienced skin breakdown and infection at implant site, resulting in explant of the device on (B)(6) 2019. This report is submitted on 24 january 2020.

Manufacturer narrative:
This report is submitted on december 11, 2019.

Event description:
Per the clinic, the patient experienced poor magnet retention. The skin flap was thinned under a general anaesthetic on (B)(6) 2019.